Manufacturer narrative:
On december 23, 2021, novocure discovered that the initial submitted medical device report had a typo in the model number for the optune device in section d4-suspect medical device model number. Corrected model number is tfh9100.

Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to the event cannot be ruled out. Patients with glioblastoma (gbm) have disease-specific risk factors for impaired wound healing and infection including prior radiation, chemotherapy, and prior surgery affecting skin integrity. Wound dehiscence (<1%) and wound infection (<1%) were reported as adverse events in the ef-14 pivotal trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial. There was no report of device malfunction associated with this report and review of the device logfile indicated that the device was functioning as per normal operating parameters.

Event description:
A male patient approximately (B)(6) years old with newly diagnosed glioblastoma started optune therapy in (B)(6) on (B)(6) 2019. On (B)(6) 2019, the prescriber informed novocure that the patient had experienced wound dehiscence and infection. Per the prescriber, the patient's resection scar had been completely healed upon optune start but after approximately seven days of optune use, the patient had developed a 2 cm deep wound dehiscence in an area under the transducer arrays. The patient was hospitalized with fever suspected to be secondary to the infection. Optune was discontinued. On (B)(6) 2019, novocure medical safety was informed by a novocure device support specialist that the patient had received unspecified tests at the hospital and had been discharged on the same day. Optune therapy was resumed on (B)(6) 2019. Attempts to contact prescribing physician for further information were unsuccessful; no information about treatment or test results was available to novocure at that time. On (B)(6) 2019, novocure received a report from the (B)(6) medical products agency requesting a vigilance report regarding this event, which had been reported as a device related incident by the prescriber on (B)(6) 2019. The report received by the (B)(6) medical products agency confirmed that the patient had experienced a skin ulceration and wound infection on (B)(6) 2019. At the time of the report, the patient was not yet recovered. Seriousness criteria was not provided in the prescriber's report. No additional information was provided.